Manufacturer narrative:
As received a complete lead was returned in two pieces. Visual examination found one external insulation abrasion breaching the outer insulation consistent with friction to the device can. Visual and x-ray examination did not find any other anomalies with the exception of procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of oversensing was confirmed, the cause of the event was due to insulation defect in the proximal region of the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, oversensing was observed. The lead was explanted and during the replacement procedure, insulation defects were observed on the proximal and distal regions of the right ventricular (rv) lead. A new rv lead was placed. The patient was stable with no adverse consequences.